Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 6 events were reported for this quarter. Product return status: 6 device investigation types have not yet been determined. 6 devices were not labeled for single-use. 6 devices were not reprocessed or reused.

Event description:
This report summarizes 6 malfunction events in which the device reportedly had an incorrect measurement. - 6 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 6 events were originally reported for this failure mode during the reporting quarter; however, 1 event was inadvertently excluded. 7 reported events are included in this follow-up record. Product return status 7 device investigation types have not yet been determined.

Event description:
This report summarizes 7 malfunction events in which the device reportedly had an incorrect measurement. 7 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: h6, h11. 7 previously reported events are included in this follow-up record. Product return status: 1 device was not available for evaluation. 6 devices were evaluated using data provided by the user or a third party.

Event description:
This report summarizes 7 malfunction events in which the device reportedly had an incorrect measurement. 7 events had patient involvement: no patient impact.